Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The rptr did a back to back blood glucose test, within ten minutes, and got a result of 133 and 75 mg/dl. Separate fingersticks were used for testing. A control solution test was in range 115 (90-134). Rptr stated that she recently learned how to clean the meter and it is now working fine. No symptoms were reported.